Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 0184 competitor implantable tachy lead 2007-(B)(6).

Event description:
It was reported that, during interrogation, oversensing was observed on the leadless electrocardiogram (lecg) for the implantable cardioverter defibrillator (ICD). The noise was not reproducible via pocket manipulation, isometrics or postural changes but was somewhat reproducible when changes were made to the sensitivity settings on the device. Stored data revealed episodes of fast ventricular tachycardia (fvt) that was terminated by the delivery of anti-tachycardial therapies. The device remains in use. No patient complications have been reported as a result of this event.